Event description:
It was reported that during a percutaneous coronary interventional procedure, the balloon detached. The 80% stenosed lesion being treated was located in the mid circumflex artery (cx) proximal to a stent. A choice pt extra support guide wire was placed in the cx without a problem. The ultra 2 cutting balloon was then easily advanced into the lesion, and during inflation to 9 atms, the proximal end of the balloon was not inflated. The balloon was deflated, and then moved 2mm and reinflated, with a waist appearing in the center of the ultra2 cutting balloon at 9-10 atms. The inflation pressure was increased to 16 atms and the waist disappeared i.e., the stenosis was dilated. The ultra2 cutting balloon was then deflated per the directions for use without any issues noted. During withdrawal of the ultra2 cutting balloon into the guide catheter, resistance was encountered. Therefore, the ultra2 cutting balloon was removed with the guide catheter and guide wire as one unit. Part way through this removal resistance was encountered again, described as 'elastic resistance'. The ultra2 cutting balloon was still in the 'main stem' and could not be advanced or withdrawn. The tip of the balloon catheter remained in the left coronary artery, 'recognizable through two markers'. The detached remainder was 9 mm long. Attempts to recover the detached balloon with a snare loop were unsuccessful. Trying to secure the balloon with a stent was also unsuccessful. A guide wire was then advanced into the cx, and a stent was advanced 'through the distal marker'. As there was no stenosis noted at the main stem and cx and the pt remained asymptomatic, the procedure was stopped. Follow up to include 2 days of heparin treatment, ass in combination with clopidogrel until further notice. Ace and cse inhibitors as well as beta blockers for secondary prevention of heart disease were recommended. Angiogram planned to take place in 2008.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.